Event description:
A potential product issue has been identified with our artiste mv linear accelerator. In the abundance of caution this product problem is being reported. After imaging a pt, the therapist closed the rtt file (from rtt (B)(6)) and then manually shifted the treatment table 2 mm and then re-loaded the pt plan into the rtt system treatment without further imaging. As described by the medical physicist, (B)(6), the shift that was sent to the treatment console was erroneous. The medical physicist expected that the rtt was supposed to add the calculated shift to couch values at the time of acquisition to come up with a new couch position. However, what it did was take the actual couch position values at the time of acquisition, add them to the "actual" values that the couch "would be" at after the shift, and sent "those" values to the control console. This could have resulted in a gross longitudinal error of 14.9 cm offset from the actual intended tx position.

Manufacturer narrative:
Preliminary risk analysis indicates - severity: preliminary 3 (critical) there has been no mistreatment or injury reported. The unexpected table movement may cause an injury of the pt or a mistreatment (dose to wrong location) if not detected by the therapist. Probability: preliminary c (remote). The system works as specified. The treatment fields that were selected in auto sequence have different planned table values. These different table values in the treatment plan cause the unexpected table movement. The user manual contains a warning about overriding out-of-tolerance parameters and asks the user to always monitor the delivery of a fraction group that contains more than one beam carefully. The table position is displayed at the user interface. It is highlighted in yellow before and during the table movement until it has reached its target position. Thus, the user is able to recognize unintended table movements in advance, even if these are small. There are buttons installed for emergency power off, which may be used to stop treatment and all movement. However, it may happen that the users do not recognize small table movements and subsequently the dose may be delivered to wrong location.